Event description:
I developed an allergy to tomato. Then over the years my symptoms have got worse. I am always tired, my joints ache all the time, and I have trouble concentrating or focusing (brain fog like). I have tried to pinpoint what is the underlying cause with not much success. Just recently I was diagnosed with asthma...at (B)(6)! I had a bilateral mastectomy in (B)(6) 2011 with immediate reconstruction. I started with tissue expanders and had the breast implants inserted (B)(6) 2011. I did not have chemo or radiation, only goserelin injections to force menopause at (B)(6). After reading some of the literature from the FDA I wonder if all of my symptoms are related to my implants. I have mentor smooth round high profile gel implants in both breast. FDA safety report ID # (B)(4).